Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, after difficulty in removing the stent from the protective casing, it was noted that the stent struts were raised. The stent was changed and the procedure was completed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B3) date of event updated. Device is a combination product.

Manufacturer narrative:
Date of event: (B)(6) 2020 was used since event date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, after difficulty in removing the stent from the protective casing, it was noted that the stent struts were raised. The stent was changed and the procedure was completed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts at the proximal end were lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, after difficulty in removing the stent from the protective casing, it was noted that the stent struts were raised. The stent was changed and the procedure was completed. No patient complications were reported and the patient was stable.